Event description:
It was reported that the patient had muscle stimulation at the site of the device. The atrial lead also showed low unipolar impedance measurements. Programming to change polarity on the device with capture control switched off subsided the muscle stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.